Event description:
The patient reported to boston scientific corporation that she was implanted with the obtryx halo device during a procedure on (B)(6) 2011. Post-procedure, she experienced worsened incontinence. The patient discovered that she had a bacterial infection in her vagina, foul odor, and vaginal discharge sometime in (B)(6) 2011. Her physician reportedly does not know the relation between her complications and the obtryx device. She consulted with a different physician, who prescribed her unspecified antibiotics. The patient reportedly did not consistently take the antibiotics as directed, but has been taking probiotics. A third physician reportedly noted that the patient's vagina was "blocked;" that it had been "sewn shut", preventing her from having intercourse. Reportedly, there is no further medical intervention scheduled for the patient. She still currently experiences incontinence and a vaginal infection. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx halo transobturator mid-urethral sling system on an unknown date. According to the patient, she returned for an appointment with her physician in 2012 (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
.